Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that while the surgeon was loading a 13.2mm vicm5_13.2; -09.00 diopter implantable collamer lens; the lens had torn. The lens was implanted into the patient's left eye (os); and removed. A back up lens was used. There was no patient injury. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).